Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Device evaluation: the product testing could not be performed. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that nucleus drop from posterior lens was reported in patient who underwent catalys procedure. Vitrectomy was performed. Sutures were required. No further information available.